Event description:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022 in order to remove granulation tissue. Subsequently, the patient was also treated with oral antibiotics (specific date and duration not reported).